Manufacturer narrative:
Per the initial printout, the pump contained morphine and bupivacaine.

Manufacturer narrative:
(B)(4). Device evaluated?: analysis of the pump found overinfusion due to an undetermined root cause. As received the pump reservoir had 3 ml of fluid in it and was running in the flex dose infusion mode. Pump memory logs did not show any anomalies. Dispense accuracy testing revealed an over infusion. During testing, the pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day).

Event description:
The device was returned with no alleged deficiency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Destructive analysis was completed and no additional anomalies were found.